Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, and inner shaft were microscopically examined. The hypotube is completely separated 61.9cm from the hub. The fractured/separated ends of the hypotube were oval as if kinked prior to separation. There were numerous hypotube and shaft kinks. The tip is intact with the shaft; however the distal portion of the device including the tip was separated. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in a coronary vessel. A 1.50mm x 15mm emerge push balloon catheter was advanced for dilation. However, it was noted that the tip of the catheter broke off inside the patient. The broken tip was then successfully removed using a snaring device and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in a coronary vessel. A 1.50mm x 15mm emerge¿ push balloon catheter was advanced for dilation. However, it was noted that the tip of the catheter broke off inside the patient. The broken tip was then successfully removed using a snaring device and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.